Manufacturer narrative:
(B)(4). The customer evaluated the primary set but could not replicate the back flow. The customer declined a product eval by carefusion because they were unable to replicate the back flow. The primary set was discarded by the customer, no product was returned for eval.

Event description:
Customer reported a secondary infusion of avelox (moxifloxacin) back flowed into the primary bag. The customer reported that because avelox (moxifloxacin) is a yellow colored medication; the fluid in the primary bag had a yellow tinge. The user replaced the primary and secondary sets and restarted the infusion without incident. There was no pt harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.